Manufacturer narrative:
Concomitant medical porducts: product ID: neu_unknown_lead, product type: lead. (B)(4). Analysis of the implantable neurostimulator ((B)(4)) found no significant anomaly and the ins setscrew to be backed out too far.

Event description:
The manufacturer representative (rep) reported that there was lead insertion difficulty during the implant and was unable to insert. The rep was in the operating room on the morning of (B)(6) 2015 for a normal battery depletion replacement. It was noted as normal battery depletion under normal circumstances. After removing the old implantable neurostimulator (ins) and attempting to insert the old lead into the new ins, the health care professional (hcp) had a difficult time inserting. The hcp tried repeatedly unscrewing (untightening the battery) with no luck. The rep had him tighten and untighten again, still with no change. They tried the old lead again in the old battery and it slid in without interruption. It was tried again with new battery and it continued to hit at the site of the set screw. The hcp unscrewed it multiple times and the old lead would not advance to the new ins. It was replaced to a different ins. The lead went in without resistance. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis has been updated and the previous findings no longer apply. Analysis of the implantable neurostimulator (s/n (B)(4)) found the connector module to be out of alignment.